Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver was charged and rebooted and passed. The log was downloaded, and there was no data found within the investigation window. Functional test was performed and it passed. The receiver case was opened, and the internal inspection passed. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.